Event description:
A caller reported a malfunction on the pump, identified by a code, but no significant events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level, remaining below 500 mg/dl. Technical support provided assistance with resetting the pump, and the malfunction code did not recur after the reset. The caller was advised to continue using the pump and to reach out if the issue reappears, which the caller understood.